Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ventricular fibrillation when the right ventricular lead was implanted. Appropriate shock terminated the ventricular fibrillation but did not remove the patient from atrail fibrillation. This was treated with procainamide. The rv lead was working well after repositioning. The patient condition is stable and the patient was discharged.